Event description:
It was reported that during a da vinci-assisted surgical procedure, the small grasping retractor instrument was noted to have a broken cable. The procedure was completed with no patient harm, adverse outcome, or injury. A backup instrument of the same da vinci kind was used. No fragment fell into the patient. The issue caused a delay of less than 15 minutes. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no damage was noted. The damage was identified during the preparation phase and while tissue was being grasped. One cable was found torn protruding from the distal end. A replacement instrument was used to complete the procedure.

Manufacturer narrative:
Isi has not received the product involved with the alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The small grasping retractor instrument was analyzed and found to have a broken distal pitch cable at the proximal clevis hole. The broken cable segment that contains the crimp was missing from clevis. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. Additional observation not reported by site: the instrument was found to have an improperly pressed distal pin. The pin is still in the distal clevis but loose. The complaint was confirmed by failure analysis.